Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appears to be use related. The product returned for evaluation was a 5fr d/l groshong PICC. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed adjacent to the bifurcation on the catheter tubing. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: a longitudinally-aligned split which was centered about a preferential kink in the catheter. Fracture edges which were rounded and polished due to repeated material wear the observed damage suggested repeated sharp kinking near the bifurcation joint. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. Reference faqir 990179 for further information about this failure type.

Event description:
It was reported by the facility that there was a leak by the white part of the connector. No reported harm to patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that there was a leak by the white part of the connector. No reported harm to patient.